Event description:
It was reported the pt was undergoing replacement of the stimulation device. Intraoperative impedance values were <10000 ohms (normal) but the pt was not getting any sensation of stimulation when the pt was awake for feedback. Programming all around the lead did not elicit stimulation response. The lead location was cervical. The pt last had stimulation about 2 years ago with the prior device. Fluoroscopy was done to check the lead position which looked good. No lateral view was done. System integrity looked good. An adaptor was being used to go from the pt's old stimulation device to the new device. The impedances were run at both 0.7 volts and 3 volts. The values were normal although they were slightly high. Several combinations were within the 2000 - 3000 ohm range. The connection between the adaptor and the ins was checked. The plan was to check the connection between the lead and extension next. It was later reported the rubber portion of the old stimulation device had disconnected from the can. The leads showed high impedances in an external source. Further investigation revealed the leads were fractured. The old leads were explanted and new leads placed along with the new stimulation device. The pt received good stimulation. The leads were not returned for analysis as they were extremely old.

Manufacturer narrative:
(B) (4. The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.